Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose level and the customer had alleged that the insulin pump was under delivering because the blood glucose level was not going down. The blood glucose level was 412 mg/dl and treated it with insulin pen. The reservoir will not be returned for analysis.